Event description:
It was reported that an issue of the sheath separates at the hub preventing the needle from extending out occurred on the device with model na-u403sx-4019. According to the reporter, the issue occurred on separate events. One event occurred on (B)(6) 2022 and the second event occurred on (B)(6) 2022. According to the reporter, the issue occurred with quantity of six (six) devices with different lot numbers. Two (2) out of the six lot numbers are the same lot number (kr189775). Three (3) devices failed on february 3 and three (3) devices failed on (B)(6) 2022. The report did not stated which date which lot number the issue occurred. The procedure performed for both events was an ebus (endobronchial ultrasound bronchoscopy). The intended procedure for the two event according to the reporter was able to be completed using similar device. The lot number used to complete the procedure not provided. There was no patient harm or injury reported on both of the event. No user injury reported. This report is related to reports with patient identifiers (B)(6).

Manufacturer narrative:
The subject device was received and evaluated. A visual inspection was performed and found dried blood inside the needle sheath consistent with use. The stylet had been removed from the handle but still intact. The gray stopper was missing from the shaft (possibly removed by user). The distal end appeared to be slightly bent, however, the needle and hypo tube are present. Functional testing was performed on the device. The handle was pushed/pulled and able to extend/retract needle without a problem. When the handle was fully advanced, the needle protrudes approximately 3.7cm (standard 3.5 to 4.0 cm from the sheath). The handle lock, sheath adjuster, screw, connecting slider are all functioning smoothly and correctly. It was observed that the sheath has no damage and stayed in place when it was pushed or pulled at the handle boot. The reported issue of sheath separate at the hub was not confirmed. The needle was returned as used and upon evaluation, it was found to be functional as intended. Investigation is ongoing. This report will be supplemented accordingly following investigation completion.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. From the results of evaluation, it was determined that the needle in question was used but functional, and the reported event could not be confirmed, nor duplicated. The observed failure is a known phenomenon likely resulting from forcing the device through resistance and/or the distal sheath end being maneuvered out of clear visual sight. The instructions for use (IFU) states the following: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor field performance for this device.